Event description:
Dow corning silicone breast implants in 3/73. Multi problem "fall g". On oct 9 1992, explant of silicone implants and capsules. Constant and chronic deterirating health and continual treatments. Implants evaluated at independant university. No informed consent or sticker info of numbers given.